Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-mar-03. The cause of not being able to aspirate was not determined. The patient was looking to move and didn¿t want anything done with the catheter or pump until he moved. The hcp was treating the patient with oral medications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the healthcare provider was questioning if there was a patency issue with this patient¿s catheter. The telemetry strip was sent to confirm the event logs were normal for the pump because the patient¿s nurse was questioning if the pump was working. A dye study was done in 2016 where they could not aspirate the via the cap (catheter access port) during the dye study. Per the company representative she assumes there were reservoir volume discrepancies, the patient possibly had symptoms and maybe the healthcare provider was ¿going up and up on the it (intrathecal ) dose¿. The company representative stated that maybe they would do another dye study and that maybe there is a kink or the it drug is going subq. It was noted that the patient recently moved to ca and had not been previously seen by a physician in ca. The patient would be seen the afternoon of the report the first time at the new clinic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2017-oct-20; it was reported that the dye study was not performed, and it was not confirmed if the catheter was kinked, any volume discrepancies had occurred, or if the it drug was going sub-q. It was noted that the healthcare provider would replace or revise the catheter soon. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported that a dye study was done on (B)(6) 2016. Additional information was received from a manufacturer representative on 2017-feb-27. The hcp could not aspirate was stated as the result of the dye study. The patient did not want to have a catheter revision until he moved. The hcp had placed the pump at minimum rate and was taking care of the patient¿s pain with oral medications.